Event description:
It was reported that during a sleeve gastrectomy procedure, after two firings with the same cartridges, it wasn't possible to insert the third cartridge. The procedure was completed with another cartridge. After the procedure, they realized that the silver part of the cartridge was stuck in the lower jaw of device. The silver part was assembled with the blue part of cartridge through anchor points. No patient adverse consequences.

Manufacturer narrative:
Information was not provided by the affiliate. The analysis found that one device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the pan was noted to be properly attached to the returned cartridge. The batch record was reviewed and no anomalies were noted during the manufacturing process.